Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported using an omnipod 5 insulin pump that automatically adjusted insulin delivery based on cgm glucose values. On (B)(6) 2026, the patient was contacted by staff from a medical center in michigan after having blood work performed at the clinic. The patient was informed that her laboratory glucose result was approximately 563 mg/dl. Upon receiving this information, the patient checked her cgm, which was displaying a glucose reading of approximately 106 mg/dl. Due to the discrepancy between the laboratory glucose result and the cgm reading, the patient received treatment with intravenous (IV) fluids and insulin (unknown route). The patient was subsequently advised to remain at the hospital for approximately seven hours for observation. After her condition improved, she was discharged. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.